Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specific. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4, pump error 15 or unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had multiple pump errors and insulin flow block alarm. The customer¿s blood glucose level was unknown at time of incident. It was reported that they received an insulin flow block alarm and the infusion set was changed and delivered bolus and also reported that they had multiple pump error. The insulin pump will be returned for analysis.